Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips (B)(4), lot number 73c1500489 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use the clips would not close. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544230 hemolok ml clips (B)(4) was received used, opened without original packaging; lot # was not confirmed with samples received. During visual inspection it was observed that cartridge was received with 3 clips placed in slots: clips looked in good condition. Functional inspection: clips (3) were removed from the slots to review the condition of the clips (posts & hinge); clips undamaged. Then clips were loaded manually into cartridge to perform the functional inspection. Three hem-o-lok clips were loaded into the clip applier p/n 544171, batch # 04e0800117-020; then loaded properly/correctly into the clip applier, no quality issues were found. A closure test was then performed on the 3 clips, which closed properly/correctly. After the closure test the 3 clips were reviewed/verified (pulled) to duplicate the failure mode. Samples received did not confirm the defect reported by the customer clips not closing/ clip b during visual inspection. In addition, a functional inspection was performed with clips received, and the device worked properly. A corrective action is not required at this time.

Event description:
Alleged event: during use the clips would not close. The patient's condition was reported as unknown.